Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 0.7 cm in size and located in the left upper lobe 5 mm from the pleura. Radial endobronchial ultrasound (ebus) was utilized to localize the lesion. Staging utilizing ebus was also performed (when the ion system was not docked to the patient). Post procedure, the patient experienced pain, and a 20% pneumothorax was identified; therefore, a 14 french chest tube was inserted. The patient was admitted to the hospital for a total of 2 days, then discharged home. The diagnosis obtained from pathology was adenoma/bronchial (benign). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.